Manufacturer narrative:
Evaluation summary the device history record (DHR) for the lot was reviewed and no visual or physical issues were found. There were no nonconformance records issued for this lot. A review of the entire DHR identified no manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no changes to the process or material related to the reported condition for this product in the 12 months prior to the production date. There were 5 unopened samples submitted with this complaint. The returned samples were opened and it was identified that all the samples had various damage to the hubs and sheaths ranging from cracked to crushed. The damage to the hubs affected the ability of the shield to mate properly with the hub in 2 samples. It is unlikely that anyone would have used these needles because the hub was broken into three pieces, so the defect should have been very obvious to the user. The unreported condition of damage was confirmed. The exact root cause of the condition of cracks at the needle hub could not be determined based on available information. The root cause analysis found no indication of any manufacturing issues related to the condition. Based on the information available, there¿s insufficient information to determine a most probable root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage, needle free length and shield stalling/lock failure. The product met all defined acceptance requirements and was released. A specific root cause could not be determined for the issue. A review of the DHR, maintenance records and process monitoring data found no issues related the condition. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action (CAPA) is not required. If information is provided in the future, a supplemental report will be issued.

Event description:
Per sample received for the evaluation on 09-aug-2018, the investigation site confirmed that all samples had various damage to the hubs and sheaths ranging from cracked to crushed. The damage to the hubs affected the ability of the shield to mate properly with the hub in 2 samples.